Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was in overdischarge . Communication was not established with the programmer/recharger or the 8840. The patient hasn't successfully charged since (B)(6) 2017. The reason recharging was not maintained was due to an issue with recharging. The patient reported to the rep that they had been provided the wrong recharger and had to get a replacement and when they got the replacement the patient just didn't charge. The rep was going to start a prm with the patient on the day of the report. The rep was able to get a number they were satisfied with. The caller had a hard time getting the 60 minute clock to come up, that was the reason they called in. They were walked through it and it worked. No further complications were reported or anticipated. No symptoms reported. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2018. It was reported that the implantable neurostimulator was overdischarged and therefore spinal cord stimulation therapy was not functioning. The patient reported that the therapy was working well when the battery had a charge. The patient does not want the burden of recharging so the implantable neurostimulator was replaced with a primary cell device. Pre-operation telemetry was attempted but the battery was overdischarge. Intra-operative telemetry was completed with no contacts that were out of range. The revision took place on (B)(6) 2018. There were no further complications reported or anticipated.